Manufacturer narrative:
The autopulse platform (sn (B)(4)) associated with this complaint will not be returned for evaluation. However, the customer cleared the ua45 error using the instructions provided by a zoll representative. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The ua45 error message is easily clearable by user. For example, ua45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instructions, to clear ua45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position.

Event description:
During training, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The user was unable to clear error message. No patient involvement. After receiving instructions from a zoll representative, the user was able to clear the ua 45 error message. The platform is back in service and will not be returned for evaluation.